Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus was observed to function intermittently. It was also noted that analysis confirmed the customer's comments that after attempting to update the software the display turned blank and displayed an error code as the programmer was noted to power up with an error code displayed. Power cord bay was cracked/broken case. The lower case rubber stand-offs were damaged/worn. The keyboard rail covers were cracked. Company logo button was missing. The system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was received into service subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.